Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized due to acute/chronic respiratory failure, acute/chronic heart failure, and pneumonia. While hospitalized excess fluid was removed. The patient's heart failure is believed to be progressing based on their symptoms. Upon follow-up from hospital release, the patient was demonstrating jugular venous distention, lower leg edema, and coughing. In turn, the patient was instructed to take metolazone for a few days. Due to the nature of the patient's health, he may receive a left ventricular assist device (lvad).